Event description:
Additional information indicates that the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a planned system revision due to infection. Additional information was sent but was unsuccessful. There were no additional adverse patient effects reported. The pacemaker remains in service.

Event description:
Additional information indicates that the patient got a staphylococcus infection in and around the pocket and device. The pacemaker pocket was oozing and had a hematoma which had to be drained. Hence, the pacemaker was explanted. The patient was then put on strong antibiotics for two-three weeks. No additional adverse patient effects were reported.